Event description:
During suturing of vaginal graft, using a vicryl j417 the needle from the suture broke in half. The doctor attempted to find the broken end of the needle in vaginal vault unsuccessfully. Pelvic xray done.